Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported. It was reported that the patient presented with an occlusion of the right ipsilateral limb due to clot formation. An intervention was completed where a femoral-femoral bypass was completed and flow was confirmed and reconstituted to the right leg. The case was completed successfully. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: stent graft occlusion. Cause of the event is unknown. Conclusion: stent graft occlusion. Cause of the event is unknown.